Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to expected or random component failure which was further caused by weakening or breakdown or material from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use aspiration needle's insertion portion extended through both the hypodermic tube and sheath. There was no patient involvement.